Manufacturer narrative:
(B)(4). The customer reported that no parts were replaced. The customer cleaned the graphic user interface (gui), reset the printed circuit board (pcb), and the ventilator is in working condition. The ventilator passed self tests.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface (gui) printed circuit board (pcb); medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.